Event description:
The customer reported that the companion 2 driver was connected to wall power for several hours, but the internal emergency battery could not be charged. The pt was switched to a backup companion 2 driver without adverse impact. This alleged failure mode poses a low risk to the pt, because the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.